Manufacturer narrative:
Concomitant products: 1000ml baxter bag din 0061085, lot w6k28m1, exp may 18, lacted ringers; 50ml baxter bag, magnesium sulfate 2g; therapy date (B)(6) 2017. The customer¿s report of backflow from the secondary to the primary was confirmed. Visual inspection showed no anomalies. Functional testing confirmed backflow indicating a faulty check valve. Supplier testing revealed the presence of a 0.1408 inch long particle on the diaphragm of the check valve, identified to be acrylic. The cause of backflow from the secondary to the primary was a particle within the check valve. The cause of the particle is unknown.

Manufacturer narrative:
Gtin number for item: 2426-00500, lot: 16093057 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 50 ml secondary infusion of magnesium sulphate that was programmed to infuse within 2 hours was piggy backed into a 1000 ml primary infusion however infused within 5 minutes. The clinician stopped the infusion. The pump was sent to the facilities bio-med department where they were able to determine the cause to be the back-check valve. The pump was ruled out as an issue. There was no report of patient harm.